Manufacturer narrative:
Per the clinic, the patient was hospitalized from on (B)(6) 2023, and was treated with IV antibiotics from on (B)(6) 2023. This report is submitted on march 29, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with intravenous antibiotics for a duration of 5 days and oral antibiotics for a duration of 10 days (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.